Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and due to the sensor wire not being returned with the housing puck, the customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, the patient noticed that the sensor wire was broken. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.